Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient was seen on (B)(6) 2017 by nurse and she determined the heating or burning was from the scar healing. Issue had been resolved. There was no further information to provide. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). Patient called and stated her ins site was uncomfortable. Patient was advised to contact health care professional (hcp). No further patient symptoms or complications were reported in this event.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-05-02. The rep reported that they would be seeing the patient in office on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that she felt her implant heat up sporadically. There were no environmental or external factors that may have led to the issue and no diagnostics or troubleshooting was performed. The patient stated they had told the implanting physician¿s nurse who told them the wound at the implant site looked normal. The issue was not resolved at the time of the report and no surgical intervention was planned. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. The patient has pain at the implantable neurostimulator site and is requesting an explant. The patient will be referred for an explant. There were no further complications reported or anticipated.